Event description:
Philips received a complaint on the bi-pap focus device indicating that the unit had an error:blower sensor failure. The device was outside of use at time of the reported event. There was no patient or user harmed. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6). B5: a good faith effort (gfe) response was received from the authorized service provider (asp) stated that the information regarding clarification of the allegation and resolution of the blower sensor issue was asked but unknown. No further information was received from the customer and philips was unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H10: this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00461. All information from the original report(s) has been transferred to this report.